Manufacturer narrative:
(B)(4). Analysis description: final analysis found an inverter board malfunction. The damage found possibly contributed to the reported burning smell. (B)(4).

Event description:
It was reported that the programmer exhibited a burning smell. The unit was no longer used.